Manufacturer narrative:
This MDR is part of the FDA voluntary malfunction summary reporting program. One device was not made available for evaluation by the customer; no cause was established. 27 devices were evaluated in the field and the issue was confirmed; 15 devices had broken/damaged components, seven devices had bent components, two devices had worn components, one device had missing components, one device had a stripped component, one device had a cracked component, and one device had an electrical short. The devices were repaired and returned. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes <noe> 28 </noe> malfunction events, where it was reported the device had accessible electrical current. There was no patient involvement.